Manufacturer narrative:
This report is being submitted to correct the bsc aware date field (g3) in section g, all manufacturers.

Event description:
It was reported that the left ventricular (lv) lead was misplaced. The lv lead was explanted, and a new lead of a different model was successfully implanted. No additional adverse patient effects were reported. Additional information received which indicates that during this procedure, the patient had a contrast allergy and visualization of the actual placement was not possible that time. Furthermore, a lead dislodgement was then suspected.

Event description:
It was reported that the left ventricular (lv) lead was misplaced. The lv lead was explanted, and a new lead of a different model was successfully implanted. No additional adverse patient effects were reported.